Event description:
The intellanav stablepoint catheter was selected for use during the procedure. It was reported that the irrigation flow was insufficient. After connecting the ablation catheter, an irrigation flush was performed. Unlike usual, the flow was dripping rather than flowing smoothly, so the doctor requested a replacement, and the catheter was changed. The procedure was completed successfully without patient complications. The device was discarded by site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.